Event description:
It was reported that the patient experienced a cylinder malpositioned with an inflatable penile prosthesis (ipp). The ipp pre-connect cylinders and reservoir were explanted and a new 21cm cx ipp was implanted. Further information requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.